Manufacturer narrative:
MFR complaint/device analysis: visual analysis of the returned same lot packaged (B)(4) spiros connector recorded no abnormalities and or out of spec conditions. Dimensional evals were performed. The returned (B)(4) spiros female luer and (B)(4) male luer of the mating component met the iso standard luer taper gauge (B)(4). Performance tests were performed on the returned (B)(4) and mating device components. The engineering report documented no attachment difficulties, leakage issues. There were no out of specification conditions or non conformances replicated. Conclusion: there were no performance issues or out of specification conditions on the device that were returned. Cause of the reported event is unk.

Event description:
Ufmw rec'd reporting leakage problem with use of one (1) (B)(4) spiros connector and (B)(4) hospira primary IV tubing set. The report states "pt receiving IV etopside when leaking noted around connection of chemotherapy line to main line. Infusion stopped. Pharmacy notified. Pharmacy attached new tubing to line, infusion resumed without further incident. Spill cleaned as per policy." There were no reported adverse pt/operator consequences. The involved spiros connector and primary mating set were not returned to the MFR for investigation and confirmation. The MFR did receive one packaged (B)(4) spiros connector lot # 88-658-yj and one packaged (B)(4) hospira primary IV tubing set.